Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had staphylococcus aureus infection at the midline and pocket site. Symptom of drainage was noted. It was also reported that the infection was not device related and procedure related. The causes that may have contributed infection were poor hygiene and diabetes. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.